Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. During follow-up it was reported that the patient was very sick upon admission. The ventilator was used on another patient before philips¿ field service engineer was able to service the unit. Further information has been requested.

Event description:
A patient was placed on bipap via mask on a v60 ventilator and expired. At 01:30 the nurse checked on the patient and they were ¿fine¿. The nurse reported that at 03:07 the patient was coding and the ventilator had not alarmed. The nurse began cardiopulmonary resuscitation. A respiratory therapist reported the ventilator was alarming and the mask was still on the patient¿s face upon entering the room.

Manufacturer narrative:
The patient was admitted for e. Coli sepsis/bacteremia, cellulitis, chronic lymphedema both lower extremities, acute renal failure and had a history of sleep apnea, hypertension and diabetic, and pe (pulmonary embolus) and c02 retention. The ventilator was used on another patient before philips field service engineer was able to service the unit. The ventilator was set up using unapproved mask, patient circuit and bacterial filter. The patient was not attached to any spo2 or any other physiologic monitor or remote alarm system. The patient's room was near the nursing station. The patient settings and the use of unapproved accessories were discussed with the customer during a teleconference and how patient set up could have affected the ventilator performance. The field service engineer went into service mode to see significant event log and unit recorded all history of alarms. Alarm volume escalation feature is enabled. Connected patient circuit and ran alarm tests. All limits passed. Ran preoperational test and all passed. No fault was found therefore no repair is required.

Event description:
On (B)(6) 2017 a patient was placed on bipap via mask on a v60 ventilator and expired. At 01:30 the nurse checked on the patient and they were ¿fine¿. The nurse reported that at 03:07 the patient was coding and the ventilator had not alarmed. The nurse began cardiopulmonary resuscitation. A respiratory therapist reported the ventilator was alarming and the mask was still on the patient¿s face upon entering the room. Patinet had full code status and expired while being treated on a v60 ventilator.